Event description:
It was reported that a user experienced persistent cycles of high and low glucose while using the ilet pump, with the device delivering corrections perceived as either excessive or insufficient and a ¿dinner usual¿ meal dose of approximately 13.3 units preceding several severe post-meal hypoglycemic events requiring glucagon; the user also reported new daily exercise, lower carbohydrate intake, and suspected delayed gastric emptying, and the medical device problem and device component could not be determined from the available information. Symptoms included hypoglycemia and hyperglycemia. Outcomes included insufficient information regarding longer-term health impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.